Manufacturer narrative:
Device evaluation: the complaint issue was described as unit giving an error during installation. Unit is giving error message "menu temporarily unavailable". The customer's complaint was verified. After several days of testing the tc201us displayed the menu temporarily unavailable error message. A functional test confirmed the issue. The menu temporarily unavailable error message occurs when the davinci processor has stopped responding. Units that display the menu temporarily unavailable error message are to receive a motherboard replacement. The cause of the issue was determined that menu temporarily unavailable error message indicates the davinci processor has stopped responding. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, unit is giving error message "menu temporarily unavailable" picture of error attached. No death or (unanticipated) serious deterioration in state of health reported.